Manufacturer narrative:
As reported, the patient underwent placement of a trapease filter on or about (B)(6) 2004. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, inferior vena cava (ivc) filter migration, inferior vena cava (ivc) filter penetration of the inferior vena cava wall and the need for medical management of this complication. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the migration contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trapease filter on or about (B)(6) 2004. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, inferior vena cava (ivc) filter migration, inferior vena cava (ivc) filter penetration of the inferior vena cava wall and the need for medical management of this complication. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
The following sections have been updated accordingly. As reported, the patient underwent placement of a trapease filter on or about (B)(6) 2004. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, inferior vena cava (ivc) filter migration, inferior vena cava (ivc) filter penetration of the inferior vena cava wall and the need for medical management of this complication. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information received mentioned the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracture of at least one inferior lateral strut, perforation of the filter into the medial margin of the duodenum, anterior tilt of the filter and limbs of the filter perforating through the vena cava wall in a chronic manner. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter fracture, migration and tilt could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the reported filter tilt could not be determined. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the migration contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Describe event or problem: additional information was received per the medical records. The filter was implanted due to an intracranial bleed, hypertension, deep vein thrombosis, and shortness of breath. The patient was reported to have tolerated the index procedure well. The patient is reported to have experienced pain and gastro intestinal distress related to the filter. It was reported that a patient underwent placement of a trapease filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, inferior vena cava (ivc) filter migration, ivc filter penetration of the inferior vena cava wall into the medial margin of the duodenum, fracture of at least one lateral strut, anterior tilt of the filter and limbs of the filter perforating through the vena cava wall in a chronic manner and the need for medical management of this complication. The patient is also reported to have experienced pain and gastro intestinal distress related to the filter. The indication for the device implant was an intracranial bleed and deep vein thrombosis. The patient also had hypertension and shortness of breath. The filter was implanted via the right common femoral vein. Due to the patient¿s severe allergy to iodine, no contrast was sued during the implant procedure. The filter was deployed in the infrarenal location after pictures were taken to mark the location of the renal veins. The patient tolerated the procedure well and left the department in good condition. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Filter fracture and vessel perforation are known adverse events associated with implanting vena cava filters and are listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Without procedural films for review, the reported filter fracture/separation, tilt, perforation and migration of the filter could not be confirmed, and the exact cause could not be determined. The timing and mechanism of the fracture, perforation, tilt and migration are unknown at this time. It is unknown if the tilt contributed to the reported perforation. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, "sail" effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anatomical locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without the procedural films or post implant imaging available for review the reported events could not be confirmed or further clarified. Pain and gastrointestinal distress do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received from an additional patient profile form indicates that the patient has the events have as caused pain in the abdomen, mid back, and total right side, as well as discomfort, and some gi distress. This has also affected his daily activities and resulted in medical care. The patient also has paralysis in the groin area a hip. The patient also suffers from mental anguish. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, inferior vena cava (ivc) filter migration, ivc filter penetration of the inferior vena cava wall into the medial margin of the duodenum, fracture of at least one lateral strut, anterior tilt of the filter and limbs of the filter perforating through the vena cava wall in a chronic manner and the need for medical management of this complication. The patient is also reported to have experienced pain and gastro intestinal destress related to the filter. The patient is also reported to have abdominal, mid back, and total right sided pain and paralysis in the groin area and hip. The patient reported that these events have affected daily activities and resulted in medical care. The extent of the medical care the patient received has not been provided. The indication for the device implant was an intracranial bleed and deep vein thrombosis. Any residual effects of the intracranial bleed have not been reported. The patient also had hypertension and shortness of breath. The filter was implanted via the right common femoral vein. Due to the patient¿s severe allergy to iodine, no contrast was sued during the implant procedure. The filter was deployed in the infrarenal location after pictures were taken to mark the location of the renal veins. The patient tolerated the procedure well and left the department in good condition. The patient¿s medical history has not been provided and there is currently no additional information available. He product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Filter fracture and vessel perforation are known adverse events associated with implanting vena cava filters and are listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Without procedural films for review, the reported filter fracture/separation, tilt, perforation and migration of the filter could not be confirmed, and the exact cause could not be determined. The timing and mechanism of the fracture, perforation, tilt and migration are unknown at this time. It is unknown if the tilt contributed to the reported perforation. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, "sail" effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anatomical locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without the procedural films or post implant imaging available for review the reported events could not be confirmed or further clarified. Pain and gastro-intestinal distress anxiety and hip/groin paralysis do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trapease filter on or about (B)(6) 2004. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, inferior vena cava (ivc) filter migration, inferior vena cava (ivc) filter penetration of the inferior vena cava wall and the need for medical management of this complication. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information received via legal summons mentioned the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracture of at least one inferior lateral strut, perforation of the filter into the medial margin of the duodenum, anterior tilt of the filter and limbs of the filter perforating through the vena cava wall in a chronic manner.